Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent spinal cord stimulation (scs) implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was not released by the facility.